Event description:
Per the clinic, the device was explanted on september 03, 2024 due to an extrusion of device through surgical scar. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report submitted.

Manufacturer narrative:
Correction: the follow up: #1 report [6000034-2025-00750] submitted on july 09, 2025, was filed inadvertently. The patient was treated with IV antibiotics only as a prophylactic measure. Per the clinic, the patient also experienced wound dehiscence of the incision site (specific date not reported).

Manufacturer narrative:
Per the clinic, the patient also was treated with IV antibiotics (specific date and duration not reported).